Event description:
(B)(4). Graget2 customer concern: has 670g pump and have some issues with it. Metal contact is loose and can't find it. And the patient is seeing a crack on the keypad on the center dop114-980doc: bumped/dropped/cosmetic damage advise customer to disconnect from the pump: yes is customer calling back after being instructed to call for troubleshooting upon receiving tubing clamp?: no does customer report pump has been bumped/dropped?: neither does the infusion set show signs of damage?: no does the reservoir show signs of damage?: no does pump show any signs of physical damage?: pump shows physical damage document the type of damage: crack document how the damage occurred: doesn't know describe the location of the damage: buttons did customer report out of box damage?: no what is the type of damage(scratch or crack)?: crack is there any physical damage to pump's retainer ring?: no did damage occur while using a silicone case?: yes explain it is recommended to use a silicone case as it cushions against bumps, scratches and provides a protective barrier to the casing against lotions, oils and sunscreen. Explain we will be able to replace the pump this time but we may not be able to replace for damage another time. Review the pump care best practices. Advise customer the serialized device will need to be replaced: yes instruct customer to discontinue pump use and revert to back up plan as per hcp instructions: yes advise customer on how to put pump in storage mode after discontinuation: yes will the serialized device be replaced?: yes inform customer about product replacement policy.